Manufacturer narrative:
Beginning may 31, 2012, u.s. And canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and eval. The service record indicates that the device is 8 years old and was last returned to the manufacturer for repair on (B)(4) 2008. Investigation of the unit observed external damage to the need and control bar of the device. Prior to repair, the device was outside of calibration at the zero thickness setting on the left side. During repair, it was noted that the control shaft and fine adjustment cams were damaged. Two of the four with plates, 3 and 4 inch, were noted also observed to be damaged. The cause is more likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome made a two inch wide laceration at the initial contact point of the donor harvest site on the pt's anterior thigh. Suture repair was required and surgical time was increased by an estimated 45 minutes. No additional medical intervention or post-op complications were reported. It was reported that a zimmer blade was used and was inserted correctly. The air pressure setting was not known.